Event description:
It was reported that the implantable cardioverter defibrillator was not able to be interrogated and exhibited premature battery depletion. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria final analysis confirmed complaint of unable to interrogate. The cause of the complaint was due to premature battery depletion. An internal defect between the anode and cathode insulators causing a short was the cause of premature battery depletion. No further anomalies were found.